Manufacturer narrative:
(B)(4).  Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in an ostial lesion in the subclavian area. A 5.0 mm x 19 mm x 150 cm express® sd renal/biliary stent was advanced to treat the lesion. Following stent deployment, the physician did not see where the stent was deployed. It was then noted that the stent floated down into the aorta. The physician was able to retrieve the stent with a snare and was removed out of the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.